Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen pump and the flow rate changes from high to low. During varipulse ablation, only the power cable was connected and the flow rate changes from high to low. There were no error messages. The generator was in manual mode. Ablation was possible while remaining in the low-flow state. The issue temporarily resolved by re-selecting, but since the same phenomenon occurred multiple times. The procedure was completed without patient's consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a ngen pump and the flow rate changes from high to low. Device evaluation details: the device was received at a repair site and then sent to the manufacturer for evaluation. The rate flow issue reported was confirmed by the manufacturer. The internal ribbon cables of the connectors/sockets were causing the failure. After their replacement and setting the proper connections, the system was working as intended. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).